Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced heart block. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. After inserting the farawave catheter into the left atrium, the wire was put into the left superior pulmonary vein (lspv). The catheter was then deployed into flower configuration. After ablating with the first application, there was a short 4-5 second pause. After delivering the second application, an 8-10 second pause was seen. The physician then commented on complete heart block. Glycopyrolate was given and the farawave catheter was placed into the left ventricle to pace. The patient fully recovered from the event. The procedure was completed with the original device. The farawave catheter is not expected to return as it was disposed.

Manufacturer narrative:
Media review: two images were reviewed by a boston scientific quality engineer. The provided images show the intracardiac electrograms during cardiac pacing and mapping. However, the reported event of complete heart block could not be confirmed via the provided media. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced heart block. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave catheter was selected for use. After inserting the farawave catheter into the left atrium, the wire was put into the left superior pulmonary vein (lspv). The catheter was then deployed into flower configuration. After ablating with the first application, there was a short 4-5 second pause. After delivering the second application, an 8-10 second pause was seen. The physician then commented on complete heart block. Glycopyrolate was given and the farawave catheter was placed into the left ventricle to pace. The patient fully recovered from the event. The procedure was completed with the original device. The farawave catheter is not expected to return as it was disposed.